Event description:
The scope was installed on (B)(6) 2021. - the user found a foggy image in the center of the image. It was received for the first time. - foggy image is lasting for more than 3 seconds. (Please refer to attached video) - leakage test passed. And sw version is 1.07(please refer to attached image) this event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary we conducted that after inspection, the foggy image was found. The defect occurred because the watertightness of the parts was compromised due to external loads. The scope was repaired by below spare parts: d965-sa038 bending rubber 1, q010-u5013 distal end assy wo/tubes & cmos assy 1.